Event description:
"S/p b subgl infra 330cc surgitek gels for augmentation. Had some encapsulation which was rx'd with closed capsulotomy in 1991. Because of continued local probs and the development of systemic sx's the pt had b open capsulotomy after MRI indicated l rupture. B rupture was found and cleaned out with replacement with 420cc salines (? Type). Since that time the pt c/o cont'd local probs including severe painful r encapsulation (l also) as well as progressive systemic sx's. These include arthralgias (+ am stiffness)/myalgias, paresthesias, spasms, sore throats, headaches, tmjd, dizziness, memory loss, visual changes, sen sun/cold/sob, choking sen, wgt gain, and gu disturb. Otherwise healthy."